Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) female who presented with a ruptured aneurysm on the middle cerebral artery (m1-m2 bifurcation). The pt was coiled on (B)(6) 2014 and on (B)(6) 2014, the pt presented with a subarachnoid hemorrhage. During the procedure, reopro was given by IV bolus for branch occlusion and stenting of m2 branch. An angiogram showed a massive intracerebral hemorrhage at the level of the lmca with a hematoma extending posterior and medial. Cta didn't show any active contrast leak at the level of the lmca. Six hours post procedure, the pt presented with dilated left pupil and right hemiplegia. Pt was intubated and died on (B)(6) 2014. Subarachnoid hemorrhage was reported as a serious adverse event because it led to death.